Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to system upgrade. The ipg subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).